Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 400 mg/dl.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor anomaly. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.